Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device problem code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that, during a stent insertion procedure, the stent was broken and was completely removed from the patient. Another of the same device was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device problem code a0401 captures the reportable event of stent shaft break. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that, during a stent insertion procedure, the stent was broken and was completely removed from the patient. Another of the same device was used to successfully complete the procedure. No patient complications were reported.